Event description:
It was reported that high, out of range pacing lead impedance was observed. Lead was later capped and replaced without any issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.